Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a blood glucose level of 405 mg/dl. The suspected cause was unknown. The customer delivered a manual injection. During a system check with tandem technical support, no issues were identified with the pump or supplies. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.